Event description:
In an attempt to reposition patient, when nurse moved blankets away from patient, nurse assessed foley catheter was removed from patient. This writer tested the catheter balloon with 10 cc normal saline, there was a hole causing the normal saline to leak out. Patient has been voiding with measured I&o. No harm to patient.